Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms a loss of consciousness and was unable to self-treat. Customer reported having contact with a healthcare professional who provided shot of glucagon by injection for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the adc device. Customer reported being unable to test due to the reader not powering on with button press or test strip insertion. Customer experienced symptoms a loss of consciousness and was unable to self-treat. Customer reported having contact with a healthcare professional who provided shot of glucagon by injection for treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section d1 was incorrectly documented in the previous MDR report. This section have been updated.